Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils are embedded within the cornus") and genital haemorrhage ("heavy bleeding with clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: normal menstrual periods. Concomitant products included thyroid therapy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/sharp abdominal pain") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with oral contraceptive nos and surgery (exploratory laparotomy with total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed the position of the essure and bilateral occlusion of the fallopian tubes ultrasound scan - on (B)(6) 2016: echo-free areas in the myometrium near the fundus on (B)(6) 2016: pathology report: on sectioning through the myometrial tissue tow essure coils are embedded within the cornus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including embedded device ("essure coils are embedded within the cornus") and genital haemorrhage ("heavy bleeding with clots") in an adult female patient who had essure inserted. In this case the exact date and mechanism of the device embedment are unknown. Genital bleeding in women is common and may have multiple causes. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils are embedded within the cornus"), genital haemorrhage ("heavy bleeding with clots") and endometritis ("chronic endometritis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: normal menstrual periods. Concomitant products included thyroid therapy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia/heavy bleeding with clots"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, 7 years 8 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), dysmenorrhoea ("severe dysmenorrhea"), abdominal adhesions ("bowel adhesion/abdominal adhesion") and endometrial atrophy ("atrophic endometrium"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/sharp abdominal pain"). The patient was treated with oral contraceptive nos and surgery (exploratory laparotomy with total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the endometritis, abdominal adhesions and endometrial atrophy outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, dysmenorrhoea, embedded device, endometrial atrophy, endometritis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had a failed endometrial ablation procedure in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed the position of the essure (con.) Ultrasound scan - on (B)(6) 2016: echo-free areas in the myometrium near the fundus on (B)(6) 2009: hysterosalpingogram (con.): bilateral occlusion of the fallopian tubes. On (B)(6) 2016: pathology report: on sectioning through the myometrial tissue tow essure coils are embedded within the cornus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-jun-2018: reporter¿s information updated. Events: chronic endometritis, atrophic endometrium, bowel adhesions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils are embedded within the cornus') and endometritis ('chronic endometritis') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: normal menstrual periods. On (B)(6) 2009: hysterosalpingogram (con.): bilateral occlusion of the fallopian tubes. On (B)(6) 2016: pathology report: on sectioning through the myometrial tissue tow essure coils are embedded within the cornus. Concomitant products included thyroid therapy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("menorrhagia/heavy bleeding with clots"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain/sharp abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding with clots"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), abdominal adhesions ("bowel adhesion/abdominal adhesion") and endometrial atrophy ("atrophic endometrium"). The patient was treated with oral contraceptive nos and surgery (exploratory laparotomy, total abdominal hysterectomy, bilateral salpingectomy and exploratory laparotomy with total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved and the endometritis, abdominal adhesions and endometrial atrophy outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, dysmenorrhoea, embedded device, endometrial atrophy, endometritis, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she had a failed endometrial ablation procedure in 2015. 2 coils were noted to be trailing in the uterus and on opposite side 4 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) : results: confirmed the position of the essure (con.). Ultrasound scan - on (B)(6) 2016: results: echo-free areas in the myometrium near the fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunchon at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Reporter information added. Event endometritis upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils are embedded within the cornus") and genital haemorrhage ("heavy bleeding with clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: normal menstrual periods. Concomitant products included thyroid therapy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/sharp abdominal pain") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with oral contraceptive nos and surgery (exploratory laparotomy with total abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed the position of the essure and bilateral occlusion of the fallopian tubes ultrasound scan - on (B)(6) 2016: echo-free areas in the myometrium near the fundus on (B)(6) 2016: pathology report: on sectioning through the myometrial tissue tow essure coils are embedded within the cornus. Company causality comment: this litigation case refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including embedded device ("essure coils are embedded within the cornus") and genital haemorrhage ("heavy bleeding with clots") in an adult female patient who had essure inserted. In this case the exact date and mechanism of the device embedment are unknown. Genital bleeding in women is common and may have multiple causes. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.